Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post-implant, the patient's left ventricular lead had dislodged. The dislodged lead was confirmed via chest x-ray. During the re-positioning operation, the patient went asystolic and did not survive.